Event description:
It was reported the right ventricular (rv) lead exhibited high thresholds around 3.5v and high impedance. The lead also exhibited noise and oversensing. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: p1501dr implantable pulse generator (ipg), implanted: (B)(6) 2005; product ID: 4068-52 implantable pacing lead, implanted: (B)(6) 1999. (B)(4).